Event description:
Patient called in and stated everything on their monitor was in a different language. Patient described seeing "fin en 11 dias" and a battery level. Agent tried to determine what patient was seeing and asked patient to tap the home button and patient then mentioned all they see at the bottom was their blood sugar reading. Agent asked, patient clarified this monitor was for their freestyle diabetes monitor from abbott. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".